Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted that the tubing was not connected to the output of the flowmeter. The tubing was replaced.

Event description:
The hospital reported there was no oxygen flow out the auxiliary flowmeter. There was no report of patient involvement.